Event description:
Pt had to be rushed to hospital 45 minutes after receiving an injection of lidocaine with rubber dam in place was received on september 1997. Source did not actually speak to dr but to someone in his office. Source told me that pt was ok, and that source did not know the concentration of the lidocaine injection. (At this point there was no clear cut indication as to what caused a reaction.) This was the first time dr treated this pt. Dr mentioned that pt had received prior dental treatment but not by him and he did not know by whom. Pt was unaware of any allergies. Dr told co that after placing the rubber dam and injecting with 2% pt exhibited facial swelling and breathing difficulties and was rushed to hospital. Date of occurrence was 7/17/97. According to dr, pt did not go into anaphylactic shock and was ok soon thereafter.